Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:(B)(4). It was reported that following an unrelated surgical procedure wherein neither ipg was placed into surgery mode, both ipgs became unable to communicate with external devices. Troubleshooting was able to recover the left ipg; however, the right ipg was unable to be recovered. As a result, surgical intervention may be undertaken in the future.